Manufacturer narrative:
Unit passed basic occlusion test and displacement test. No motor error alarms were noted. However, unable to prime unit during prime and a33 test due to faulty fsr (gold). Unable to perform occlusion test and excessive no delivery test due to prime anomaly. The motor was tested outside the device and passed. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had a multiple motor error alarms. The customer¿s blood glucose level was hi of 22.7 mmol/l. The drive support cap was normal. The customer was able to successfully clear the alarm. The customer was able to complete insulin pump rewound. Customer was performed displacement test and the test was passed. The insulin pump will be returned for analysis.